Event description:
Info received indicates when the brakes were engaged, the casters would swivel.

Manufacturer narrative:
The tech replaced the casters and the brakes functioned properly. The bed was found out of service in labor and delivery and there were no alleged injuries.